Manufacturer narrative:
Qn# (B)(4). The customer returned one used sheath/dilator assembly. The tip of the sheath was examined and found to be deformed in a manner consistent with use. No additional issues were observed. The dilator outer diameter and the sheath tip inner diameter were measured and found to be within specification. The dilator was moved in and out of the sheath without issue. A device history record (DHR) review was performed and no relevant findings were identified. The instructions-for-use (IFU) that are packaged with this product provides suggested techniques and guidelines for the use of the product. The IFU warns the end user, "do not withdraw dilator until sheath is well within vessel to minimize the risk of sheath tip damage." The customer reported issue of the sheath tip being deformed during use was confirmed during the sample investigation. Visual inspection was performed and the sheath tip was found to be deformed in a way consistent with use. Dimensional inspection was performed on the dilator and sheath and no issues were found. A DHR review was performed and no relevant findings were identified. Based on the information provided and the condition of the returned sample the probable cause of this issue is operational context.

Event description:
The customer alleges that the sheath failed to pass the dilator well. When the sheath was removed it was noted that the sheath tip was not smooth. A new set was used and the procedure completed successfully.

Manufacturer narrative:
(B)(4).

Event description:
The customer alleges that the sheath failed to pass the dilator well. When the sheath was removed it was noted that the sheath tip was not smooth. A new set was used and the procedure completed successfully.